Event description:
The pt reports opening a new box from his shipment of test strips and using 15 to 16 different strips with abnormal test results. He rec'd readings in the range of 10, 7, 12, completely out of the normal range. He contacted MFR and was instructed on changing batteries, cleaning machine and accuracy tests. The test results with the control solution were in normal range 120, 128, 90. But when he resumed using the strips they were also abnormal results. He states the MFR felt it was the strips. He did state his machine hadn't been used in over a year as he has a new machine by a different MFR. He did state he changed the microchip to the one that came with the new strips.